Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, there is a correction to a1 and g3 of the initial medwatch report. G3 was inadvertently omitted from the initial medwatch report. G3 of the initial medwatch report should be march 6, 2023. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to failure of the lcd panel. The root cause of the lcd panel failure was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
An olympus sales representative reported to olympus on behalf of the customer, the 4k uhd lcd monitor was in complete darkness prior to a diagnostic procedure (colonscopy). There were no error messages. The procedure was delayed until the customer received a roll monitor, and the procedure was successfully completed using the spare monitor. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. The device evaluation found there was a green line going through screen due to faulty liquid crystal display (lcd) panel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.